Manufacturer narrative:
This lv lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated three segments of the lead were returned. The entire lead body was returned, both tines at lead tip were intact, and the lead tip appears normal. All three segments conductive pathways were passed. Analysis did not confirm the initial allegation of dislodgment and electrical issues. The direct current test showed all conductive paths were continuous.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement, and high threshold measurements. After this lv lead was explanted, the physician tried again to implant various endocardial lv leads through the coronary sinus, but was unsuccessful. The decision was then made to implant a epicardial lead. There were no adverse patient effects reported.